Event description:
This rv leas was implanted on (B)(6)2014 and remains implanted as of this time. A call was placed to technical services on 9/7/2017 stating that the lead showed out-of-range shocks impedances. Shock impedance was 80 ohms at clinic check but go up to 110 ohms with isometrics. No noise observed with isometrics. The following physician was dr. (B)(6). No other information available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).